Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a partial lead with the middle segment measuring 44.6cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 0.8-4.0cm from the proximal end of the rv shock coil. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.